Manufacturer narrative:
Occupation - occupation was lay user/patient.

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). At 10:02 am, the result from the meter was 3.6 inr. At 12:00 pm, the result from a roche meter at the doctor's office was 2.7 inr. There was no allegation of an adverse event. The therapeutic range is 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.4 inr, qc 2: 3.5 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.